Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿incorrect assembly operation¿. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following:"instructions for use:preparing for catheterization:1. Open kit and remove contents.2. The gloves are not necessary to maintain asepticconditions during the procedure. The gloves arefor the operator's protection.male/female catheterization:1. Remove cap from insertion tip while squeezingtabs. Save cap for closing the bag.2. Slide the catheter halfway into the insertion tip.3. Male - prepare the male urethral meatus andthe surrounding area with povidone-iodineswabs provided.female - prepare the female urethral meatusby holding the outer labia apart and prep theurethral meatus and surrounding area withpovidone iodine swabs provided.4. Male - holding the penis, advance the insertiontip into the urethra no further than the flange base.female - spread the inner labia, advance theinsertion tip into the urethra no further than theflange base. Release the inner labia.5. Place your nondominant hand on the fingercontrol guide to stabilize catheter in urethra.with your dominant hand, grasp catheterthrough bag approximately 1" below the fingercontrol guide and push catheter into urethra. Thecatheter should be introduced by short, repetitivepushing motions. Repeat motions until catheterreaches bladder and urine starts to flow.6. Allow urine to flow freely, making certain the catheterguide is elevated at least 4" above lower portion of thebag. Allow flow until bladder is empty or until bag is filled.precaution: it is recommended that the collectionbag be held. The catheter could possibly separatefrom the collection bag when urine increases weightof the bag.7. Withdraw the catheter from the urethra. Remove theremaining portion of the catheter from the collectionbag by pulling it through the insertion tip. Note:the catheter is designed to pass through theinsertion tip.8. The filled collection bag may be closed by replacingthe cap over the insertion tip. Make sure the cap snapson securely.specimen collection:to collect a specimen, obtain a sample cup/tubeand alcohol wipe. Remove guide tip by pulling tab(s)upward from bag. Wipe port with alcohol. Pourspecimen through port at top of bag into cup/tube.draining bag:remove insertion tip by pulling tab(s) upward frombag. Drain urine through port at top of bag."h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that 2 of the touch less plus catheters were flat ended or folded in half were unusable. A few of the bags with the kits were leaking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that 2 of the touch less plus catheters were flat ended or folded in half were unusable. A few of the bags with the kits were leaking.